Manufacturer narrative:
The reported event of lead noise was confirmed. A complete lead was returned in one piece with the extraction wire stuck inside. Visual examination found one external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impressions consistent with friction to the device can. The cause of the reported event was isolated to the exposed outer coil at the abrasion zone.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right ventricular (rv) lead exhibited noise over-sensing. The rv lead was explanted and replaced. The patient remained in stable condition.